Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, after squeezing the handle and pushing the green button, a break sound was heard from the handle and the device did not fire. To resolve the issue and complete the case, the surgeon decided to replaced the handle. There was no patient injury.